Event description:
On (B)(6) 2024, dr. ((B)(6)) reported that on (B)(6) 2024 an anterior vitrectomy was needed for procedure #374.

Manufacturer narrative:
Review of the surgical images shows capsulotomy breaks through in 3 frames, 5 - 7. Capsulotomy, fragmentation and (2) ak's all look normal. No signs of laser issues, however eye motion can be seen throughout the procedure. Pid remains attached and fixed relative to the titanium arm, however, the titanium arm shows movement indicating it isn't attached and fixed relative to the system. Frames 13-14, 16-17, 26-27-28, and 33-34. Cas to review proper locking and docking with user.